Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/11/2013 with the following findings:evaluation revealed that the display was faded, discolored and difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration. The pump case was removed and evaluation also revealed the force sensor flex cable wire was cracked at the force sensor pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor wire was cracked and the display was faded, discolored and difficult to read. This report is made based on results of investigation completed on 11/11/2013.